Event description:
As reported, the indicator of a 5f exoseal vascular closure device (vcd) did not change color and the device came out completely. Manual compression was then required to achieve hemostasis. There was no reported patient injury. The device was used for hemostasis during left superficial femoral artery treatment with an ipsilateral antegrade approach and was inserted into a 6f non-cordis short sheath introducer and operated according to the standard procedure. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator of a 5f exoseal vascular closure device (vcd) did not change color and the device came out completely. Manual compression was then required to achieve hemostasis. There was no reported patient injury. The device was used for hemostasis during left superficial femoral artery treatment with an ipsilateral antegrade approach and was inserted into a 6f non-cordis short sheath introducer and operated according to the standard procedure. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18414708 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be evaluated. Procedural, anatomical, and/or handling factors may have contributed to the reported event. It was reported that a 6f sheath was used with the 5f exoseal vcd during the procedure. As reported in the product description within the instructions for use (IFU), ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Additionally, an ipsilateral antegrade approach was reported. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for evaluation.